Event description:
During interrogation impedance measurements showed question marks in the results. Increasing the voltage (to 3.0 v) to run the test did not solve the problem. The device was noticed to be near end of life/end of service. The device was scheduled for replacement. Prior to surgery the battery was tested and was ok. Impedance tests were run and were within normal range; current was low in some pairs; fluid in the system was suspected. The patient had experienced shocking sensation. The stimulator was replaced. Impedances and stimulation were good after replacement. The patient recovered without sequela.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.